Manufacturer narrative:
(B) (4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that they found a burn at the needle electrode insertion site during a radio frequency ablation procedure. A metal guiding needle was used with the electrode, and it appeared that the guiding needle had damaged the insulating coating of the needle electrode. The procedure was completed with another needle. The burn was 2nd degree, approx 0.5cm x 0.5cm in size. The procedure was a single 12 minute activation at a maximum of 120w.